Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD)was explanted due to eri. The customer expressed concern that the battery depleted earlier than expected. In addition, the pace/sense portion of the implantable transvenous defibrillation lead was determined to be fractured based high impedance measurements and a visible fracture.